Event description:
Reporter indicated that the site's dell x5 handheld computer was completely dead. She has had no problems with it in the past and used it the day before successfully. Reporter indicated that the light would not come on even with the handheld plugged in. Troubleshooting was performed, but the problem persisted. Product has been returned to MFR, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.